Manufacturer narrative:
Spiegelberg has undertaken multiple efforts to obtain more information on the event as well as the suspect device from the reporting distributor. However, until now all efforts have been in vein. Spiegelberg is currently unable to draw any conclusions or further investigate based on the information at hand. Spiegelberg continues its efforts to obtain more information and the suspect device.

Event description:
Spiegelberg received a report from a distributor who in turn received a report from a hospital that said: "the probe was inserted into the patient and in the absence of anything such as a haemovac in the surrounding area, the measured icp value continued to be around 15 for like 4 hours. So they thought the value was too high and they turned the icp monitor off and then turned on again. Then, the measured icp value continued to be 5."